Event description:
Operative date was 2005. Pt returned to local physician upon return of pain at the operative level. Pain returned was noticed in 01/2006 while the pt was mountain climbing. The exact dates of the event and returned appointments are not known to the MFR. X-rays indicate a fracture of the sacrum. X-ray showing fracture not currently available to MFR. MFR became aware of incident on or about 1/12/2006. Currently no plan for operative intervention. Pt has been braced with added thigh cuff and ordered to restrict daily activity level. The pt has an add'l lumbar vertebra (l6). The procedure was performed at the l6-s1 levels. The MFR has no info regarding use of the device for this non-standard anatomy. It is not known if this anatomical difference had any impact on the event. The pt has a very vertical disc at the operative level. The implant angulation is more anterior to posterior than what is considered to be optinal. It is not known if this had any impact on the event.

Manufacturer narrative:
Original medwatch report filed on 2/10/2006. Since the time of that report, trans1 has been provided updated information regarding the patient. After review of the x-rays, the surgeon now indicates that there is no fracture of the sacrum. Given this updated information, there is no adverse event to report. The patient is being treated non-surgically for back pain, but it is unrelated to the trans1 device or procedure.